Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) foreign melted plastic on distal ceramic tip. A visual examination of the returned hot axios delivery system noted that the polyimide inner shaft was kinked at 4-5 cm from the distal end. Additionally, melted black plastic was found partially covering the ceramic tip. The source of this melted plastic is unknown, and it is unknown if it became adhered to the ceramic tip before, during, or after the procedure. The device analysis determined that the condition of the returned device was consistent with the complaint incident, and that the damage observed is likely due to another device/drugs/subsequent procedure. Therefore, the most probable root cause for this complaint event is caused by other. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system were to be used for transgastric drainage of the gallbladder during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, the patient had been diagnosed with acute cholecystitis. According to the complainant, during the procedure, the delivery system was advanced through the scope without any issue, and the distal flange of the stent was successfully deployed. The proximal flange of the stent was unable to be deployed, however, due to a deformation of the guidewire caused by a complete closure of the elevator upon it. Reportedly, the axios delivery system could not be advanced further out of the scope and was withdrawn from the scope with the stent partially constrained on the delivery system. The procedure was completed with another hot axios stent and delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed foreign melted plastic on the ceramic tip of the delivery system; therefore, this is now an MDR reportable event.